Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, the customer had manual injections as alternate insulin therapy.